Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. During procedure, it was noted that the lv lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and dislodgement were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test and visual inspection did not identify any anomalies.